Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, error test, displacement test, rewind, and basic occlusion test. The insulin pump alarmed no delivery during excessive no delivery alarm test due to faulty force sensor. The insulin pump was unable to complete functional test including occlusion test and prime test due to excessive no delivery alarms. The insulin pump was received with cracked reservoir tube lip.

Event description:
It was reported that after rewinding the insulin pump customer was not able to fill the infusion set normally. Customer stated that he needs 100 units to complete the procedure. Customer also stated he receives frequent delivery alerts. No further information provided.